Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mildly tortuous, non-calcified, de novo, 90% stenosed, mid, left anterior descending (lad) artery stenting procedure, after pre-dilatation, a xience v 2.5 x 28mm stent delivery system (sds) was advanced, but would not cross the lesion due to the patients anatomy. The xience v 2.5 x 28 mm sds was removed without difficulty and another xience v 2.75 x 23 mm sds was advanced to the lesion, but also would not cross due to the patients anatomy. The xience v 2.75 x 23mm sds was removed without difficulty and another non-abbott sds was used to successfully complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided. Quality received the devices with the proximal shafts separated. It was confirmed by the account that the proximal shafts separated during advancement and there was no intervention needed for removal.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional xience v, referenced is being filed under a separate manufacturing report number.